Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2012 and suture was used. The needle pull-off the suture during dispensing. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. A piece of suture was returned for evaluation. Since the needle was not returned for evaluation, the assignable cause cannot be determined.